Event description:
Ra (right atrium) under-sensing during arrhythmias. Ra (right atrium) lead impedance warning. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).